Event description:
It was reported there was drainage of clear fluid from pump pocket on 2015-(B)(6). The patient began to have a headache on the day of report and noticed spasticity had gotten slightly worse, increased. The location of the issue or symptom was the device pocket. A dye study found a leak at the sutureless connector (sc) site. There was a catheter break at the pump connector. The proximal end of the catheter was removed and replaced with a new section on 2015-(B)(6). The product issue was resolved and the cause of the issue was determined to be a malfunction of the sutureless connector (sc). The patient¿s status at the time of report was alive ¿ no injury. It was later reported that segments were left in the intrathecal space, only the sc was replaced. The catheter segments left in the patient were in use. Additional information received reported it was unknown if catheter segments were left in the intrathecal space. At the time of report the patient was receiving effective therapy and recovered without permanent impairment. The pump was used to infuse dilaudid (concentration 0.8 mg/ml, daily dose 0.47 mg/day), bupivacaine (concentration 8.0 mg/ml, daily dose 4.75 mg/day) and compounded baclofen (concentration 17.0 mcg/ml, daily dose 10.0 mcg/day).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: 2010-(B)(6), product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8590-1, lot# n254976, implanted: 2010-(B)(6), product type: accessory. (B)(4).